Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 09-nov-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer failed. A field service engineer (fse) identified multiple drawers failing on the station that would not recover, including the matrix drawer in the main cabinet and matrix drawer seven in the auxiliary cabinet. Collaboration with another fse via remote support services (rss) confirmed that multiple drawers in the auxiliary cabinet were experiencing issues. After removing the rear panel from the cabinet, inspection revealed that the pyxibus cable was rubbing against a corner at the top behind drawer one. The cable was replaced, and the station was powered back on. All drawers came back online successfully. A final test was performed using the hardware testing application, confirming proper functionality. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary, the full height matrix drawer became jammed due to a hardware failure that was not detected on the busthe customer stated that this malfunction occurred while dispensing the medication and the user unable to get the medication, which caused a delay to the patient care.there were no adverse events or injuries reported based on this event.